Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.